Manufacturer narrative:
The device was evaluated. Based on the results of the investigation, device evaluation noted the lens was not properly cleaned. The root cause could not be determined. The most probable cause based on reasonably known information based on the device evaluation was due to use/handling issue. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited residue buildup on the objective lens. There was no patient involvement.